Event description:
Per the clinic, the patient experienced skin overgrowth over the internal fixture site subsequent to the abutment that fell off previously (specific date not reported). Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, to place a new abutment on the original internal fixture.